Event description:
Reporter indicated that the site's handheld computer became frozen during interrogation. The software flashcard was removed and reinserted, but it was reported that the screen became frozen again. A soft reset was performed, but the issue did not resolve. A hard reset was then performed and interrogation was completed successfully. The nurse then reported that she did not think she had not been waiting long enough for interrogation to complete.